Event description:
The customer reported to vyaire medical that the avea ventilator was having an intermittent air inlet issue. The customer confirmed that there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device/component has not been returned for evaluation. Therefore, no root cause could be determined yet. However, the customer changed the smart connector, but the problem remained and the wall was confirmed to be monitored. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: a vyaire field service representative(fsr) went onsite and was unable to confirm the issue as the customer stated that the unit was not down. Root cause of failure was not determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.